Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and performed a test run but could not confirm the reported issue. The pse did not find the 1002 error code logged in the event log. The reported issue of error code 1002 (blower temperature too high) was not found and could not be duplicated.

Event description:
Philips received a complaint from the hospital medical examiner (me) on the v60 ventilator indicating that a 1002 "blower temperature too high" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device kept operating when the alarm occurred. The sales representative visited the hospital and replaced the device with another v60. There was no reported delay in therapy or medical intervention.